Manufacturer narrative:
(B)(4):the pump was returned with visible moisture in the display lens. Visual inspection revealed a cracked battery compartment. There was corrosion observed inside the battery compartment. The pump powers up with audible tones but no vibratory features and has a blank display screen. Leak testing revealed a battery compartment leak, and there was evidence of moisture observed inside the pump. Inability to power on the pump appropriately prevented further testing.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2012 reporting that the patient went swimming and when they got out of the pool the pump stopped working. The reporter stated that the battery was changed and the screen showed up but there was water under display. The battery was replaced during troubleshooting and the display was blank and no audible tones were heard. The patient noted a crack on the case but reporter was not able to see the crack. This report is made based on the allegation of the power issue.